Event description:
It was reported that on (B)(6) 2013, three xience xpedition stents were implanted in the distal right coronary artery. Intravascular ultrasound (ivus) was performed which confirmed that the stents were well apposed to the vessel wall. On (B)(6) 2013, the patient called the physician as he was experiencing chest pain. Repeat angiography was performed the next day, which confirmed that the most distal stent had thrombosis. Dilatation was performed for treatment and the patient had a good outcome. It was noted that the patient was compliant with his medication. After the repeat angiography, the physician changed the patients medication. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of thrombosis and angina are listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.